Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow up, a decrease in the device battery longevity was observed and possible premature battery depletion was suspected by the physician. A device change out is anticipated, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The field complaint of premature battery depletion was not confirmed. The device was received with the battery voltage at elective replacement level, however the device recovered after stabilizing the pacer temperature by placing it into the incubator. The device was tested under electrical and mechanical conditions and the results indicated normal functionality. Additionally, evaluation of the device under various pulse amplitudes did not reveal any anomalies. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the device.